Manufacturer narrative:
Product event summary: the full lead was returned and analyzed.the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress and the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress,the visual summary analysis of the lead indicated damage at implant and stretching.the analyst also noted: guidewires are not used with active fix leads. No stylet or guidewire was returned. Will use a fresh stylet to perform test. The stylet becomes tight at 46cm and stops at 57.5cm(another kink), but does pass (kink in lead found). Damaged at implant attempt. (B)(4)

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant of right ventricular (rv) lead the steel wire was replaced many times due to high thresholds and serious tricuspid regurgitation. The guide wire finally could not be inserted in the lead. Additionally, the lead was attempted to be implanted after the use by date. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.